Event description:
It has been reported to us that the occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon wires into the pt and attempted to occlude the external carotid artery and with a second occlusion balloon into the internal carotid artery. The physician inflated the occlusion balloon in the external carotid artery, but the balloon deflated. The physician stopped occlusion for external carotid artery. The physician continued operation under the distal protection for the internal carotid artery only. The physician performed pre-dilatation on the lesion, deployed the stent, post dilated and completed the operation procedure. No health hazard was caused to the pt.

Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device eval anticipated, but not yet begun.